Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. Both seals were intact. The top case had a slight dent by the front bottom corner. There was also visible contamination by the "l" bracket pole clamp, by the a/c power cord retainer and between the cases. A review of the event history log evidenced the motor not running error. The motor not running error was replicated using the same infusion rate as the customer (300 ml/hour). The product problem occurred because the main pc board was not seated on the extrusion grove. In other words the sensor was not aligned with the worm coupling gear facets. A physical impact caused the main board to come out of the extrusion grove. This is what led to the observed product problem. To resolve the product problem the investigator reassembled and realigned the main pc board. The device was subsequently powered up and an occlusion test was performed. The device passed the occlusion and other functional tests. User error was established as the root cause of the product problem.

Event description:
It was reported that the pump exhibited a motor not running error. No patient injury or complications were reported in relation to this event.